Event description:
It was reported that the customer was hospitalized with low bgs, but also complains of having elevated bgs. The doctors believes the hyperglycemia was the result of over treating the low bgs. The doctor also stated that the pump is working fine and that the basal rates need to be adjusted.